Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Visual examination of the returned product identified extreme wear (nicked, gouged, discoloration). Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. The DHR was reviewed and no discrepancies relevant to the reported event were found. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). Concomitant medical products: 00599601651 - femoral component option ¿ 62796090, 00598004702 - stemmed tibial component ¿ 62853549, 00597206535 - all poly patella size 35 ¿ 62793818. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the patient underwent knee revision approximately 5 years post implantation due to pain, effusion, and poly wear. No additional patient consequences were reported. Attempts have been made and no further information has been provided.